Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that her one touch ultra meter was not powering on. The medical affairs spoke to the reporter on march 13, 2008 and verified the following info. According to the pt's husband, the reported issue began on five days prior to original date in the morning. The pt was unable to test her blood sugar for about a week after the reported issue started. The pt normally tests her blood sugar 2-3 times daily and takes insulin 70/30 in the morning and at lunchtime based on the sliding scale. She also takes 30 units of insulin 70/30 regardless of her meter readings at bedtime. She also takes metformin 1000 mg twice daily. The reporter stated that the patient was not taking insulin 70/30 in the morning and at lunchtime for a week during the issue. She was taking 40-50 units of insulin 70/30 at bedtime during that time, as she was skipping her morning and afternoon dose. The pt had not contacted her physician prior to changing her medication regimen. On a day prior to original date at bedtime, the pt did not receive a blood sugar reading and administered 40 units of insulin 70/30. She was not able to sleep during the night. Sometime after taking insulin, she started feeling very cold and shaky that night. She treated herself by administering some juice and felt better after that. The reporter denied of the pt receiving medical intervention due to the reported issue. The pt did not test on another device at the time of concern. The customer service agent (csa) verified that the meter was not powering on by inserting test strips, there was no misuse of the products, the meter was not downloaded prior to testing. The meter was powering on by pressing the power button. The reporter did not have test strips available to confirm the expiration date of the test strips and to complete troubleshooting. This complaint is reported because the reporter alleges that the lfs product did not turn on, and the pt was unable to obtain a blood glucose reading prior to taking insulin. The reporter alleges that the pt had symptoms suggestive of hypoglycemia after taking insulin and treated herself by drinking juice.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.